Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿insulin set expired¿ alert while wearing a 23 in, 6 mm contact detach infusion set and experienced a nocturnal hypoglycemic event, with the lowest glucose of 62 mg/dl, corrected with oral juice; the ilet alerted to the low glucose. Symptoms included hypoglycemia without reported associated clinical manifestations. Outcomes included correction of the low without outside assistance and without medical intervention. Troubleshooting and education were completed, including guidance that infusion supplies should be changed every two days; the user plans to follow up with their trainers independently. Investigation included a review of device alerts and user-reported therapy actions. Investigation of this case revealed no device malfunction and indicated that the low glucose had an unclear cause, while the ¿set expired¿ alert functioned as designed to indicate the need to change the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear; if the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.